Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message. The issue occurred during and unknown diagnostic procedure. The procedure was delayed 30 minutes. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and was unable to be reproduced. Also, evaluation found the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped/cracked, the scope connector was dirty due to water leakage, the electrical contact of the scope connector was corroded, the objective lens was discolored, the suction cylinder was shaved, and multiple parts of the scope were scratched and discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that e315 error message was likely due to a failure of the image sensor unit, a defect of the circuit board in the video connector or a defect of the system side, a definitive root cause of the defect could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.